Event description:
It was reported that the pca kit y conn check vlv 90 inch experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 10800175 batch no: 20026745 it was reported that a damaged item was received. Pca administration kit reusable monoject plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/2/2020 h.6. Investigation: a sample and a video was provided for investigation. In the video, separation of the tubing to the y-site can be seen on a pca administration kit; the customer complaint was verified. A device history record review for model 10800175 lot number 20026745 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Through inspection of sample with microscope, insufficient amounts of solvent were detected, as well as evidence of the tubing not being fully inserted into the y-site. The root cause for this defect was determined to be errors in the manufacturing process. Through inspection of sample with microscope, insufficient amounts of solvent were detected, as well as evidence of the tubing not being fully inserted into the y-site. The root cause for this defect was determined to be errors in the manufacturing process. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354, 2944. FDA patient problem code(s): 2645.

Event description:
It was reported that the pca kit y conn check vlv 90 inch experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 10800175, batch no: 20026745. It was reported that a damaged item was received. Pca administration kit reusable monoject plunger rod